Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery monitor indicator and batteries for the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a critical battery error. It was noted that overnight, the site powers down the imaging system, plugs it in and allows it to charge. The reported issue occurred when powering the imaging system on for the day. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The battery monitor indicator and battery pack were returned to the manufacturer for analysis. The battery pack underwent performance testing and visual/physical examination was performed. No fault was found in the returned part. The pack passed bench testing. Visual inspection results showed normal scuffs from normal use. There was no expansion, leaking, fusing or corrosion. The battery monitor indicator underwent functional testing; performance testing; visual/physical examination. The reported issue could not be confirmed. The part passed all tests, however the top led on the ds1 would not light. This issue did not interfere with charging and system use. The cause was due to a faulty led. If information is provided in the future, a supplemental report will be issued.